Event description:
It was reported that the mobicath was leaking around the hemostatic valve. The caller stated that the cap with the hemostatic valve came off the sheath and when it was snapped back on it was leaking around the catheter that was inserted through the hemostatic valved. The sheath was replaced and the issue was resolved.